Event description:
Facility prepared the femoral canal according to technique, reaming the distal canal to 13mm and attempted to implant the stem. The stem would not seat. Facility then reamed to 14mm and tried again. It would not seat. Facility reamed to 15.5 and tried again it would not fully seat; leaving about 1" out. Facility then tried the 250mm trial that would not seat either. One hour surgery delay.